Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.0875 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device communicated properly with the glucose sensor simulator and the minilink transmitter. Device was able to calibrate the test value of 135 mg/dl. The test value was displayed on the sensor graph screen. No calibration anomaly, change sensor or bad sensor alarm or cal error or calibration not accepted alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads and a scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged hospitalized for high bgs and dka found on may 05, 2021. Also, on (B)(4), svn#: (B)(6) customer returned pump for an alleged calibration anomaly, change sensor/bad sensor alarm or cal error/ calibration not accepted alarm found on (B)(6), 2021. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0875 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device communicated properly with the glucose sensor simulator and the minilink transmitter. Device was able to calibrate the test value of 135 mg/dl. The test value was displayed on the sensor graph screen. No calibration anomaly, change sensor/bad sensor alarm or cal error/ calibration not accepted alarm noted during testing. History download was successful using thds and carelink upload was successful. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: a minor scratched display window, a cracked battery tube threads and a scratched reservoir tube window. Device passed the functional testing. Unable to verify customer alleged for high bgs and dka. Calibration anomaly, change sensor/bad sensor alarm or cal error/ calibration not accepted alarm were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with unknown blood glucose level. The insulin pump will be returned for analysis.